Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was displaying the low battery indicator. The complaint was classified based on the customer service representative (csr) documentation. The patient reported he was unclear when the meter issue started, but sometime around the ¿end of (B)(6) 2017¿, around 2-3 am. The patient informed the csr that he manages his diabetes with novolog insulin (self-adjuster) and lantus insulin, and denied making any changes to his usual diabetes management regimen due to the meter issue. The patient reported that on (B)(6) 2017, between 2-3 am, he developed symptoms of ¿passing out and had a seizure¿, requiring him to be taken to the emergency room, where he was treated with IV fluids, which the patient reported was ¿possibly glucose to treat his low blood sugar¿. The patient could not recall any blood glucose result obtained at the hospital. At the time of troubleshooting, the csr noted that it was not the first time the product was being used and there was no misuse of the product. The csr documented that based on the information provided the battery did not need replacing. The alleged meter issue was not resolved with troubleshooting. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.